Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer observed error code 1062 (invalid test results, read precision) and error code 1063 (invalid test results, correlation coefficient too low) while running one pt sample on the axsym digoxin iii assay. The issue was resolved by training the customer on the proper way of spinning the sample. There was no impact to the pt's management reported.